Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis, therefore product analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture occurred. The 100% chronic total occlusion was located in a moderately tortuous subclavian vein. The lesion was pre-dilated with an unspecified sterling es balloon catheter. Then the 4.0mm x 40/135 sterling monorail catheter was used, and while trying to advance the device, a slight resistance was noted at the guide wire port. The balloon catheter was advanced across the lesion. When balloon inflation was attempted, blood flowed back through the balloon catheter. Suspecting a balloon rupture, the balloon catheter was exchanged out. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.